Event description:
The ventilator alarm sounded. The respiratory therapist entered the room to investigate. The ventilator displayed "vent inop procedure fail". The respiratory therapist was not able to correct so manual ventilation had to be done. Ventilator removed and replaced with new ventilator.